Manufacturer narrative:
Information from sep-26 sent incorrectly in regulatory report 004209178-2016-21652. Correct information pertains to this report and any follow up related will be submitted through this event.

Event description:
The patient reported a power on reset (por) error code, and that therapy has turned off and reset to shipping parameters. The por occurred when the patient was trying to turn the implantable neurostimulator (ins), and that they did "a bunch of" cardio earlier in (B)(6) 2016 when they were not using the implant therapy. The patient cannot see their healthcare provider (hcp) for another month, and it was reviewed that the por could not be cleared over the phone. It was also reiterated that they were in (B)(6) study in (B)(6) 2016 where they got botox injections which seemed to work better than the implant, and that they never got therapeutic benefit since implant. Now that the botox has started to wear off the hcp wants to hold off a few months before they can be re-injected with botox and turn the implant back on. Follow up information received from the patient on (B)(6) reported that the implant was working fine when they visited their urologist. It was stated that they adjusted the settings, and are unsure why they were getting the por error message, and that the device is working but is not effective. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.